Manufacturer narrative:
(B)(4). The complainant indicated that the device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous suspension procedure performed on (B)(6) 2021 for the treatment of uterine prolapse. During the procedure, the carrier of the capio slim device got stuck during the suture attempts of the surgeon. The procedure was completed with another capio slim device. There were no patient complications reported as a result of this event. The condition of the patient following the procedure was reported to be stable.